Event description:
According to the available information, the patient with this device reported that there were unspecified issues with the pump shortly after the implant procedure. The patient was then diagnosed with prostate cancer, so nothing was done with the device at that time. Now, the patient reports that he will need a device replacement. To date, there is no information that a replacement procedure has been performed or that any adverse patient effects have been observed.